Event description:
See "initial report" and "root cause analysis" in attached report for add'l details. Emageon engineers responded to an issue in the field where clinical findings were being mixed between pts on confirmed reports. An audit tool was created that compared the findings contained within the database against the findings on the confirmed report. The audit tool was run on all customers licensed for clinical reporting. This exercise indicated that a second form of findings corruption was present in the field. In this case, only a single finding was mixed between pts. The problem manifests itself when a pt b finding corrupts a tp a finding within the vas (vericis application server). This occurs when the user reporting on pt b inserts a finding at the same time as the user reporting on pt a. When this happens, pt a retrieves the unique identifier for the finding inserted by pt b, not the unique value for the finding it had inserted.